Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, there was rust in the battery compartment. The battery compartment was found to be cracked at the threads to the left of the bumper and at the threads above the bumper. A leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture on the force sensor plate and on the inside of the cover and main printed circuit board. Unrelated to the original complaint, the display appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.